Manufacturer narrative:
Root cause is unknown at this time.

Event description:
Beckman coulter warehouse personnel reported to beckman coulter inc (bci) to report that the coulter lyse s4 lytic reagent was found to be damaged and leaking upon arrival at the warehouse. Warehouse personnel was wearing personal protective equipment (ppe). There was no exposure or contact with the eyes or skin, open wounds or mucous membranes. No death or serious injury were associated with event.